Manufacturer narrative:
(B)(4). N/a other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "deflux (lot 22226 exp. 31-jan-2027) experienced the syringe plunger breaking off. The reporter confirmed no patient was affected and treatment was not impacted as they used another deflux instead." Additional information received on july 03, 2025, indicated that "the patient was a child for the treatment of vur, and the plunger "broke off" during handling. The patient was under anaesthesia, and the procedure continued after the event with another syringe. A deflux needle was used". The investigation results received on august 18, 2025, indicated that "complaint evaluation testing was performed from the sample returned. One half filled syringe of the reported lot with the flange is broken off. The batch record has been reviewed and no deviations or anomalies were identified that can be linked to the complaint. No quality issues found connected to the raw material (syringe, finger grip) which can explain the complaint. The most probable root cause could not be determined. No further actions will be taken regarding this complaint. Palette life sciences will continue to monitor and trend for reports of this nature".